Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device history record (DHR) has been performed and no deficiencies were found with regard to the reported event. Review of the DHR confirmed that this lot of products was released according to quality assurance specifications. No product was provided for evaluation. Without the sample a detailed investigation could not be performed. Should additional information be received, this record will be reassessed. (B)(4).

Event description:
According to the reporter, the patient has alleged an unspecified injury as a result of use of the product. It was also reported that the patient was found to have worsening cystocele with no previous repairs.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient has alleged an unspecified injury as a result of use of the product. Reason/ indication for mesh implantation: grade ii cystocele procedure (s) performed:anterior colporrhaphy with avaulta mesh concomitant implants: surgi bio design the patient was found to have worsening cystocele with no previous repairs. Postoperative complications: (B)(6) 2011 complaint of pain, very short vagina, recurrent rectocele ¿ underwent urodynamics revealed voiding difficulty, lot of frequency and urgency ¿ planned for surgical correction of vagina mesh revision with additional implant (surgisis) surgery: (B)(6) 2011 ¿ underwent vaginal vault suspension of uterosacral ligaments, rectocele repair, anterior colporrhaphy with vaginal parav aginal repair, extension perineoplasty, augmentation of anterior vaginal wall with surgisis bio design, and excision of vaginal mesh for severe pelvic pain, and inability to have sexual relationship, recurrent rectocele, vaginal mesh erosion, and significant voiding dysfunction under general anesthesia. Additional information received to add legal dismissal. Per additional information received on (B)(6) 2018 this legal case has been dismissed.